Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, while doing the third firing on the stomach, using a green cartridge, the staplers didn¿t come out from all the three left staples rows, leading to a cutting without stapling of the stomach. After controlling the bleeding, the doctor used the same gun, with a new green reload, and continued the case. Surgery was prolonged. The patient was under general anesthesia for an additional fifty minutes.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers the analysis found that one cartridge reload was received for analysis. The reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.